Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient  is experiencing a return of symptoms. Patient stated their device is not working anymore. Patient confirmed their symptoms are back. Patient stated they have no control over their bowels. Patient stated a few months ago they realized their symptoms returned. Patient will even just leave the house and they will void their bowels before they can reach the bathroom. Pt confirmed not having tried any other program than program 1. Patient increased stimulation to the upper limit of program 1, and then switched to program 2. Pt declined to increase stimulation on the call. Additional information reported on (B)(6) 2022 11 stated patient reiterated their return of symptoms. Patient stated they have not been able to feel the fluttering and confirmed they are still on program 2. Patient stated they think their lead may be detached. Patient stated they are still having accidents. Patient has tried to get in contact with their hcp to no avail.  Patient was redirected back to their hcp to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial/lot# (B)(4), implanted: (B)(6) 2014. Product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient responded via letter that they were "describing issues with my therapy" when asked to clarify the statement that their device was not working. They replied that it was not caused by normal battery depletion. The cause of the device not working was unknown. When asked what steps were taken or will be taken to resolve the issue they replied "none." When asked if the issue has been resolved they replied "unknown." The patient stated that it was unknown if the lead was attached and unknown what most likely caused or contributed to the issue. An x-ray was not performed. On (B)(6) 2022, the patient called to update the spelling of their first name. They then called back and repeated a continuation of the event previously reported in this case. The patient said they received two letters (they did not know reference # of letters) both regarding this event and stated they answered the questions on the letters and sent them back but wanted to provide more information that they forgot to include in the letter. The patient reported that they think what is wrong is that the lead to the ins is not attached. They are on program 2, 4.8v and reported they are still having accidents all the time. They don't think the implant has been working "for a while, for a couple of months." The patient stated the device is intended to help with their bowels and it's not working to stimulate their sphincter muscle. They denied any falls or recent trauma to the implant site. The patient stated their healthcare provider (hcp) has not completed any diagnostic testing for this. The patient was redirected to their hcp to further address this issue.